Event description:
Per information provided: (B)(6) 2007 - patient was diagnosed with ventral hernia, umbilical hernia and left inguinal hernia thereby underwent laparoscopic repair with implant of composix e/x mesh (device 1), ventralex mesh (device 2), bard mesh pre-shaped with keyhole (device 3) and sepramesh ip (device 4). Per op notes, ¿cystoscopy was performed. Small bowel adherent to the midline from the falciform ligament down towards the bladder was taken down. The serosa was repaired with sutures. Adhesions between the sigmoid colon was removed from the incarcerated left inguinal hernia. A bard mesh pre-shaped with keyhole (device 3) and a composix e/x (device 1) were placed in the left inguinal area and secured with sutures. The umbilical hernia was then closed with a ventralex mesh (device 2). A sepramesh ip (device 4) was placed intraabdominally for the repair of ventral hernia and stapled to the anterior abdominal wall.¿ on (B)(6) 2015 - patient was diagnosed with small bowel fistula to the overlying mesh thereby underwent open repair with excision of ventralex mesh (device 2) and sepramesh ip (device 4). Per op notes, ¿an incision was made in the lower abdomen below the mesh. The mesh (device 2 and 4) was dissected to remove the entire piece. Two areas of small bowel matted to the mesh were resected. Appendectomy was performed.¿ on (B)(6) 2015 ¿ patient was diagnosed with staple line leak thereby underwent exploratory laparotomy, irrigation of abdomen and resection of distal small bowel anastomosis.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the sepramesh ip (device 4). Additional supplemental emdr¿s were submitted to represent the composix e/x mesh (device 1), ventralex mesh (device 2), bard mesh pre-shaped with keyhole (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.